Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11372r39, implanted: (B)(6) 2003, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen2000 mcg/ml; 1798.8 mcg/ day via an implanted pump. The indication for use was noted as intractable spasticity and head/brain injury. On approximately (B)(6) 2015, the patient was found unresponsive in their home. The patient was intubated and was in the intensive care unit (ICU). The cause of the event was unknown. The representative was paged to the intensive care unit (ICU) to check the patient's pump. The pump was interrogated and the logs were checked on 7/31/2015. The pump empty reservoir alarm occurred on (B)(6) 2015 at 1852. Surgical intervention did not occur and it was unknown if it was planned. The issue was not resolved and no actions were taken. The cause of the event, interventions, troubleshooting/diagnostics, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) indicated the drug in the pump was baclofen (2000.0mcg/ml, 1803 .1mcg/day), with a therapy start date of (B)(6) 2015. The hcp stated the pump was never empty, but the motor stopped. The pump as removed on (B)(6) 2015. Additional information was requested from the hcp regarding the stopped motor.